Event description:
It was reported that after initial implantation of a transcatheter aortic valve, trace regurgitation was noted. No intervention was performed. 5 years and 8 months following the implant of a transcatheter aortic valve, an echocardiogram was obtained which revealed mild aortic valve paravalvular leak (pvl) and an elevated aortic valve mean gradient of 10.4 millimeters of mercury (mm hg). 6 years and 1 month following the implant of a transcatheter aortic valve, significant aortic valve stenosis was reported as well as leaflet thickening.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that treatment was not planned.